Manufacturer narrative:
(B)(4). A batch review was performed, and no issues were detected during the manufacturing of potentially associated lots gd894709 and gd894725. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of this report. No additional information is available. This is report 4 of 4 involved in this peritonitis event.